Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00062, 00063, 00064.

Event description:
It was reported that the pt underwent a unilateral breast reconstruction of the right breast using a 6x16cm piece of veritas collagen matrix and a breast implant on (B)(6) 2011. The veritas was soaked in a saline solution for approximately one (1) minute prior to implant. Two (2) drains were placed in the right breast; one (1) drain on top of the veritas and one (1) drain beneath the veritas. Both drains were removed on (B)(6) 2011, three (3) days post-op. The pt developed a redness of the right breast on (B)(6) 2011, eleven (11) days post-op, which was treated with oral antibiotics 300mg of dalacin three (3) times a day for an unspecified period of time. The pt is reported to be doing well.